Event description:
A report was received that the patient was hypersensitive to the sensation of the stimulation. It was also noted the the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was hypersensitive to the sensation of the stimulation. It was also noted the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.